Event description:
The company received a report from the caretaker "the pts trach was leaking (not holding air) and tube had to be swapped within the first week of use". The caller confirmed extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample was submerged into a container with water, 17 cc of air were added using a syringe, a leak was observed at the joint inflation line tubing with the flat pilot balloon. The failure mode observed at the analysis is confirmed.